Event description:
It was reported that patient underwent right knee revision approximately twelve years post-implantation due to implant wear. During the procedure, it was noted that the tibial insert was fractured. The surgeon also noted what appeared to be native patella bone on the lateral side of the patella, which may have rubbed against the femoral and caused pain. The articular surface and patella were exchanged, femur and tibia remained implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent right knee revision approximately twelve years post-implantation due to implant wear. During the procedure, it was noted that the tibial insert was fractured. The articular surface and patella were exchanged, femur and tibia remained implanted.

Manufacturer narrative:
(B)(4). D10 medical devices: natural knee ii art. Surface congruent size 00 0 right 9 mm height catalog#: 00542402009 lot#: 61085871 unknown size f nexgen gsf femoral catalog#: ni lot#: ni unknown size 0 natural tibia catalog#: ni lot#: ni unknown palacos bone cement with gentamycin catalog#: ni lot#: ni. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h10, and h11. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision operative report: small pieces of broken plastic removed from posterior lateral part of spacer that is worn. Patella excised with removal of some lateral bone. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.